Manufacturer narrative:
Product event summary :the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the patient developed a deep incisional surgical site pocket infection and there was yellow drainage at the incision site, a ¿white head¿ was noticed on the left side of the incision, the patient had a fever, and there was pain at the incision site. Wound dehiscence at the incision site was also reported. A computerized tomography study revealed thrombus in the right axillary and peripheral subclavian veins. The implantable cardioverter defibrillator (ICD) system was removed and replaced and the patient was treated with oral and intravenous medication. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.